Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had air bubbles. The blood glucose at the time of the incident was 92 mg/dl. The customer states that after priming air bubbles appear on the reservoir. The customer states the pump was not rewound with the reservoir in place. However the customer does use cold insulin and does not let it get to room temperature. The customer was informed about proper practice, but declined to perform the prime test. The device will not be returned for analysis.